Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast augmentation surgery with a 475cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii post procedure. As a result, patient had an explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 19, 2022, mentor became aware that patient's explantation has been cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2022, mentor became aware that patient experienced capsular contracture baker grade IV was erroneously omitted in follow up report 4. Manufacturer¿s reference number: (B)(4), patient experienced capsular contracture baker grade IV. Reason for device explant and/or reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
On september 20, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device is a 500cc mentor memorygel breast implant, catalog number is 3505004bc, serial number is (B)(6) lot number is 9565291. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2022, mentor became aware that patient had an explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On october 19, 2022, mentor became aware that patient was replaced with a 500cc mentor breast implant. The investigation of the returned device was completed by the failure analysis lab on october 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).